Event description:
The device malfunction was first noticed at the beginning of a therapeutic turbt (transurethral resection bladder tumor) procedure. A five minute delay occurred while the patient was under general anesthesia. The intended procedure was completed with a similar device. No error messages observed due to the device malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up (B)(4) and correction to the initial with information inadvertently left out (h4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by wear and tear in connection with improper handling. The events can be detected/prevented in accordance with the instructions for use which state that the service life of the cable is limited to 12 months, the cable must be checked for damage before each use and after reprocessing, and in order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user faci

Event description:
The customer reported to olympus, the hf-cable, monopolar was broken. The cable burnt through, made a popping sound, and then sparked. There were no reports of patient harm.